Manufacturer narrative:
DHR could not be performed as the lot number was unk. As no sample was returned for investigation, no evaluation could be performed. The result of the investigation is inconclusive, root cause unk.

Event description:
It was reported "that an aneurx stent graft was implanted and a reliant balloon was used in the entire graft proximal and distal. The final angiogram showed acceptable results and the physician prepared to close the groins. Upon removal of the right introducer sheath, anesthesia alerted the physician that there was a drop in blood pressure. This revealed a large amount of contrast extravasation at the external iliac artery on the right. Wire access was then achieved and a reliant balloon was inflated in the distal portion of the aneurx. This controlled the bleeding and the surgeon attempted to place two small covered stent across the ruptured vessel. Neither of the stents deployed properly, the physician believes that it is possible that the first stent, a bard fluency small covered self-expanding stent, may have been deployed partially in the sheath. The second atrium icast small covered balloon expandable stent was not correctly deployed. The physician elected to place an aneurx 16x8.5 across the ruptured area. This was done without incident. The pt's blood pressure continued to drop and a repeat angiogram revealed contrast still outside of the vessel. It was then decided to place one add'l aneurx to occlude the hypogastric artery on the right. This was done and ballooned. The pt continued to deteriorate and an angiogram revealed contrast outside of the stent graft. The physician then opened the abdomen surgically and performed emergent conversion to open repair. There was moderate calcification and mild tortuosity. The pt left the or, however did not survive the evening. Date expired, unk.